Event description:
The customer stated that when she opened a new carton of test strips, she found the cap on the bottle of strips open. The customer did not allege any adverse events. The test strips are to be returned for evaluation, as exposure to moisture can cause high test results. Replacement strips will be sent.